Manufacturer narrative:
A root cause could not be determined as required information was not provided for further investigation. The customer was unable to provide patient information but stated "she does not believe they were adversely affected". The result was corrected. No adverse events were reported.

Event description:
The customer received questionable glucose results for one patient sample when tested on an additional d module, serial number (B)(4). The initial result was (B)(6) 2011, the laboratory was contacted by the patient's physician. He requested the sample be repeated. The original aliquot and the primary sample tube were repeated on the same analyzer, they both recovered 97 mg/dl. The customer issued a corrected glucose result of 97 mg/dl. The customer does not believe the patient was adversely affected. No adverse events have been reported. The field service representative did not determine a cause. He verified the analyzer's performance which was good. The customer performed calibration and quality control which were within specification. A precision check was also performed and was acceptable.